Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years three months and thirty days post deployment, computed tomography of abdomen and pelvis demonstrated some of the struts/ lingula of the filter extended into the lumbar collateral veins joining the inferior vena cava. The tip of the filter contacted the right lateral wall of the inferior vena cava. One of the struts located at the left lateral aspect of the filter extended beyond the wall of the vena cava and appeared to be contacting the right anterolateral aspect of the aorta which was suggestive of chronic perforation. Around one month later, progress notes indicated that relevant imaging studies demonstrated fractured filter, which was multiply penetrated including one leg which interacted with the vertebral body and had resulted in bony erosion there. This leg was fractured and there was a short piece of it outside the inferior vena cava at that level. The next day, complex filter removal procedure was scheduled. The filter was dissected free of the wall of the vena cava using endobronchial forceps in the jaws of life technique and was successfully retrieved. The filter was inspected and found to be removed in its entirety with the exception of the small, fractured portion of leg. Around five days later, surgical pathology report demonstrated that specimen received consisted of a 4.7× 3.0× 2.5 cm metal device with five metal legs curved at the distal end measuring 3.9 cm in length and measuring less than 0.1 cm in diameter and 8 bent metal arms measuring 3 cm in length and less than 0.1 cm in diameter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that approximately eight years and four months after implantation the filter struts embedded in spine and aorta and approximately nine years and four months it was diagnosed that the filter struts were detached, embedded in spine and aorta causing bony erosion of spine. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for perforation of the ivc and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process, that approximately eight years and four months after implantation the filter struts embedded in spine and aorta and approximately nine years and four months it was diagnosed that the filter struts were detached, embedded in spine and aorta causing bony erosion of spine. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.